Manufacturer narrative:
The reagent lot number is 795157. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed numerous "sample foam detection" alarms on the date of the event. The field service representative determined the cause of the issue was due to a buildup of residue on the pre-wash cleaning bath/drain.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from 1 patient on a cobas e 801 analytical unit. Three samples from the same patient were obtained around the same time. The initial result from sample 1 was 195 ng/l. The result was questioned by the patient's doctor, who requested a new sample be obtained. A second sample from the patient was obtained. The initial result was 6.66 ng/l and the repeated result was 7.70 ng/l. Sample 1 was repeated and the result was 10.3 ng/l. A third sample was obtained from the patient and the result was 9.97 ng/l. The third sample was not repeated. The patient's doctor deemed the low results to be correct.